Manufacturer narrative:
A patient had their system explanted due to a staph infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a bacterial infection at the lead site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.